Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The customer replaced the reagent cassette which resolved the issue. Based on the provided data and information, the investigation found the issue is consistent with a single denatured reagent cassette. Possible causes include: handling issues, contamination, storage issues, or shipping issues.

Event description:
There was an allegation of questionable cobas c bilirubin total gen.3 results for patient samples and qc material from the cobas c 503 analytical unit. The customer alleged the issue began with a new reagent pack. Example 1 was an initial result of 1.41 mg/dl and a repeat result of 0.249 mg/dl. Example 2 was an initial result of 1.27 mg/dl and a repeat result of 0.745 mg/dl. Example 3 was an initial result of 1.42 mg/dl and a repeat result of 0.793 mg/dl.